Manufacturer narrative:
No product was returned for evaluation. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation. A photo and video were provided by the customer, and review identified that a portion of the cuff was stuck to the tube. No evidence of leakage was identified. A device history review was performed, and no additional complaints were identified for this product and the reported issue.

Event description:
It was reported that the cuff was not fully deflated, only one side was inflated, and the patient was harmed due to air leakage around the trachea. Reporter stated the outcome was still ongoing, and indicated damage was observed on the cuff and resulting in the leakage. Any adverse events of the pediatric patient as a result of the air leakage were not indicated by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff was not fully deflated, only one side was inflated, and the patient was harmed due to air leakage around the trachea. Reporter stated the outcome was still ongoing, and indicated damage was observed on the cuff and resulting in the leakage. Any adverse events of the pediatric patient as a result of the air leakage were not indicated by the customer.